Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that their insulin pump had got reservoir was full when the low reservoir alerts but when reservoir was low it did not always alert. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated the pieces was missing where reservoir goes in. The insulin pump will not be returned for analysis.

Manufacturer narrative:
All buttons functioning properly. No damage/unlocked lcd keypad connector during visual inspection noted. Device passed self test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected low reservoir alarm, audio/beep anomaly or lost setting, back light anomaly noted during testing. Device had cracked battery tube threads, broken belt clip slot. The reservoir tube lip was partially broken off but the test reservoir locked in place properly.(B)(4).